Manufacturer narrative:
On (B)(6) 2019, mentor closed the investigation on suspect medical device and updated method code to device not returned. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient underwent explantation without replacement on (B)(6)2019. Upon explantation, the surgeon noted that the fill tube was still attached to the right breast implant, and the right implant was confirmed to be deflated. The left implant was intact with no fill tube attached. On 28-jan-2020, mentor failure analysis lab received the suspect medical device for evaluation. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. During visual inspection of the device a crease was noted on the posterior aspect. Also a tear was observed within the crease measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received is a concomitant device, no further analysis is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of an error in the initial report regarding explantation date, and that the patient required intervention. The patient is scheduled to undergo explantation on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant medical products: 375cc mentor smooth round moderate plus profile, catalog # 3502375, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) pacific islander female patient underwent a breast augmentation revision with a 375cc mentor smooth round moderate plus profile saline breast implant and experienced postoperative right-sided deflation, confirmed by a physician. Patient reported experiencing a slow leak, and starting to get more noticeable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.